Event description:
The customer reported the unit turned off on a patient with an error code messages of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed and da pcba adc failed. The customer flexed the motor controller (mc) to data acquisition (da) cable and unit went vent inop with error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: per hippa regulation, (B)(6) cannot provided any patient's information. Date of event: (B)(6) 2016. Additional information: through follow-ups, the customer stated that the event occurred on (B)(6) 2016; however, the unit was sent to biomed on (B)(6) 2016 with no information. Biomed received information on (B)(6) 2016. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.